Manufacturer narrative:
No patient was present/involved in the reported event. Device lot # and manufacture date have been requested, but were not available at the time of this report. The suspect clamp has not been returned for further evaluation.

Event description:
A medtronic representative reported that the medium suretrak clamp is worn out. The allen screw that closes the clamp is stripped in two places. The head that accepts the screw driver itself, and the actual threads of the allen screw that close the screw are stripped as well. Thus, not allowing the clamp to stay tight when closed. This was noticed prior to the start of a case, no patient present.

Manufacturer narrative:
Correction: on 27may2016, a medtronic representative reported that after further inspection and testing, it was determined that the instruments were functioning as they should and are not damaged. The site is still using the equipment that was of concern. Therefore, the original reported event was reported in error. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.